Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided.

Event description:
It was reported that 2 unspecified bd syringe needles would not connect causing leakage during use. The following was reported by the initial reporter: "it was reported the needles in two cartridges would not screw all the way into the syringe causing insulin to not come out. Per (B)(4): caller reported the needles in two cartridges would not screw all the way into the syringe causing insulin to not come out. Number of occurrences: 2. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Was the syringe/needle reused? - no. Product with issue - bd 3ml syringe, pn 309657. Product lot # - m526357. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ no. Was caller able to fill a cartridge with insulin? ¿ no. Resolution ¿ used a different needle and cartridge in both instances. Creating good will order to replace cartridges. Both issues occurred on (B)(6) 2021. User confirmed they had already discarded the needles. Confirmed the needles were packaged with the cartridge."